Manufacturer narrative:
The device was not returned for eval. We are unable to confirm any malfunction or other product condition that could have contributed to the reported hyperglycemia and emergency room visit. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns, "'high' blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death," and, "if your reading is above 500mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose). If you get a 'high check for ketones!' Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia."

Event description:
The pt's spouse reported that his wife's pod was activated on (B)(6) 2013 at approx 9:00pm. The next morning, she was not feeling well. At 9:00am, her blood glucose was "high" (>500mg/cl). She gave herself a manual injection of insulin, and her husband took her to the emergency room. She was treated with insulin and was in the emergency room for 4 - 6 hours. She was wearing the pod on the right side of her abdomen.